Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice unit during initial drain. The home patient (hp) stated he disconnected himself from the patient line. The technical service representative (tsr) explained the alarm and suggested starting over with new supplies. The hp stated that he doesn't have the energy to do that and his nurse sets up supplies. The tsr assisted the hp to end therapy. The tsr suggested the hp contact the registered nurse concerning the reported issue. Product surveillance followed up with the caregiver (cg) on (B)(6) 2010 who reported the hp had disconnected and then re-connected himself. The following day the hp was drained and was given antibiotics by the nurse and was told to never disconnect again. The cg stated there has not been an incident of peritonitis since the event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set during therapy. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).